Event description:
The account alleged that the bed would not operate on battery power yet the battery indicator was on.

Manufacturer narrative:
The account measured the f7 fuse and it was only getting about 12vdc on either side which would indicate the charging circuit was sending a low signal to the battery. Tech support suggested replacing the power control module and possibly the battery. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.